Manufacturer narrative:
Tw (B)(4). B5, d9, d10, g3, h6, h2, h3, h11. Corrected section: e2 health professional from "no" to 'yes". The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported serial # (B)(6). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that power cord is loose and does not always stay plugged in during the procedure. The patient was in operating room. No case delays or patient effects reported. Another device was used to complete case.

Event description:
The hospital reported that power cord is loose and does not always stay plugged in. No patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.